Event description:
On (B)(6) 2012 patient underwent an attempted endoscopic repair of zenker's diverticulum. Patient suffered a 2-3 mm perforation of the anterior superior mucosal wall of the zenker's diverticulum, due to a malfunction of the gia stapler. A repeat rigid esophagoscopy revealed no injury to the esophagus proper or an intact zenker's pouch. On (B)(6) 2012, patient returned to the operating room. Underwent a right cvp insertion, and exploration and drainage of the left neck, and repair of the zenker's diverticulum. Postoperatively the patient was transferred to ICU.